Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the rasp handle broke during surgery. The clamp will not hold the broach anymore and it is difficult to open and close. No consequences or impact to the patient. The surgery was completed with another broach handle.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h6. Visual examination of the returned product identified all components of the handle appear present and assembled correctly, no breaks/fracture visually present. The lever of the handle was stiff but still able to be fully actuated between open and closed position. Steris hinge free was applied to the cam, spring, and linkage assembly joints. After applying steris hinge free the lever was actuated multiple times, the lever now actuates freely as intended. When tested with a functional gauge, it was able to lock onto and hold both without any movement. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to the user failing to follow instructions. As per the IFU, instrument/provisional use, care, and sterilization, it states "if necessary, hinged, rotating, or articulating instruments can be lubricated with an instrument product specifically designed for compatibility with steam sterilization." No problem was found with the device in relation to the inability to hold the broach. When tested, it was able to function as intended. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.